Event description:
Three (3) units were purchased from co. Of the 3 units, 2 became loose at the base where the chrome tube is joined to the mobile base. The 2 bases were replaced by the sales rep. In the meantime, the other base became loose. (*) (label)